Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for further evaluation, and distributor provided replacement pump.